Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned femoral head and liner confirms device disassociation. The wear found on the articulating surface of the liner indicates it was eccentrically loaded by the femoral head. No x-rays were provided and positioning cannot be commented upon. A search of the complaints databases finds no other reports against the liner product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search and/or review of device history records were not possible against the unknown product. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a revision procedure it was noticed that the polyethylene has broken after an implantation less than 2 years.